Event description:
It was reported that the tubing of a clearlink system, non-dehp continu-flo solution set was split between the y-sites. This issue was further described as, ¿totally detached in between the y sites¿. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) center. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection revealed that the device received was incomplete; the tube and the luer assembled to it were not included. Additionally, there was a separation between the clearlink and the tube. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.